Manufacturer narrative:
Maquet cardiopulmonary (B)(4) requested the product for investigation but the product was not available. Therefore no laboratory investigation could be performed by the manufacturer. A review for similar complaints to be investigated already was performed and no similar complaints were found. Thus the reported failure could not be confirmed. Based on the information available at this time the cause of this failure was determined to not be attributed to a device related malfunction. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Event occurred at (B)(6). Ecls was initiated without complication, but after about an hour of support, the delta p changed suddenly from about 25mmhg to 80mmhg. Decision was made to change circuit, which was completed. Delta p on second circuit was 'normal' and did not change prior to the time of this report. No clot was observed in the circuit that was replaced, but it was not saved. I spoke with (B)(6) who only had second hand knowledge of the event, and was not at work. She will be able to provide additional information about the case and the lot number of the circuit when she returns to work. She states there was no observed harm to the patient. Complaint ID: (B)(4).